Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that site reminder did not enunciate as expected. No additional information was provided. There was no reported impact to customer's blood glucose level. During follow up with tandem technical support, the customer reported the issue had resolved, and declined to provided additional information.